Manufacturer narrative:
This report is filed on september 19, 2016. Registration number 3009092818 exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced infection at abutment site. Additional information has been requested but has not been made available as of the date of this report, september 19, 2016.

Manufacturer narrative:
This report is submitted on october 19, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. (B)(4). Per the clinic, the patient was treated with topical antibiotics for the infection at the abutment site (date and duration not reported). The implanted device remains. Implanted device remains.